Manufacturer narrative:
On (B)(6) 2018 it was confirmed that the surgeon followed the correct steps of the surgical technique. On (B)(6) 2018 it was confirmed that product code and lot are not available.

Event description:
During a revision of another company's product, the surgeon mentioned he was displeased with the revision trial tibial keel punch. When trialing the tibial tray, the keel punch wobbled around making it difficult to place the tibia. The surgery was delayed approximately 20 minutes. The surgery was completed successfully.